Event description:
Essure implant. Side effects included cramping, pelvic pain, abdominal pain, heavy bleeding, headaches, brain fog, ovarian cysts. Hospitalization on multiple occasions. All resulting in a full hysterectomy.